Event description:
On (B)(6) 2012, patient reported five infusion sets leaked insulin and the adhesive did not adhere properly. He first smelled insulin and then noticed wetness around the adhesive. The infusion set did not completely detach, and the cannula did not come out of his body. He does hear an audible click when he connects the tube to the headset. An insertion device is used to insert the infusion sets. He does not use any lotion, preparation wipes, or alcohol at his infusion sites and does have some scar tissue. He rotates the sites and changes the infusion set every 3 days. The alleged infusion sets were discarded. Patient had switched to injection therapy and was sent replacement infusion sets. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. Follow-up was completed with patient on (B)(6) 2012. He reported he received the replacement infusion sets and had no further concerns.